Event description:
It was reported that during implant of the left ventricular lead, a small dissection of the coronary sinus occurred. No actions were taken.

Manufacturer narrative:
No intervention was performed.